Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 196 mg/dl. Reportedly, after introducing the pump to a power source, the pump turned on. Tandem technical support reviewed the pump history and no alerts or alarms were noted. The customer reported charging the pump for thirty minutes prior to the event. Reportedly, the customer would use manual injections as alternate insulin therapy.